Event description:
A report was received that the pt's precision system was explanted due to pain at the pocket site. The ipg pocket was uncomfortable due to the pt being very skinny. The pt is reportedly doing well following the procedure.